Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be ejected, so it was changed to manual compression to stop bleeding. There was no reported patient injury. The surgeon used a 5f femoral artery puncture device to block the 5f femoral artery after cerebral angiography. A 5f unknown sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was found fully inside the shaft and could not be ejected, so it was changed to manual compression to stop bleeding. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after button depression. Upon removal, the plug was found fully inside the shaft, and the indicator wire was not visible. The surgeon used a 5f femoral artery puncture device to block the 5f femoral artery. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. The puncture site showed mild calcium/plaque, no vessel tortuosity, no nearby stent, no stenosis >50%, and had not been previously closed within thirty days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved through manual compression. The exoseal vascular closure device (vcd) was used in a diagnostic cerebral angiography procedure with a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was found fully inside the shaft and could not be ejected, so it was changed to manual compression to stop bleeding. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after button depression. Upon removal, the plug was found fully inside the shaft, and the indicator wire was not visible. The surgeon used a 5f femoral artery puncture device to block the 5f femoral artery. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified via angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. The puncture site showed mild calcium/plaque, no vessel tortuosity, no nearby stent, no stenosis >50%, and had not been previously closed within thirty days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved through manual compression. The exoseal vascular closure device (vcd) was used in a diagnostic cerebral angiography procedure with a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted onto the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received in a fully deployed state. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed with no plug returned with the device or in the shaft. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. There was reported calcification of the vessel. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.